Manufacturer narrative:
Section h-4 (device mfg date) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. No further investigation is required.

Event description:
A customer reported receiving the error messages, "scan again in 10 minutes" and "replace sensor" on the same day of applying the adc freestyle libre sensor. On (B)(6) 2019, the customer started to feel indisposed and had a seizure. An hcp was called and treated the customer with a glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error messages, "scan again in 10 minutes" and "replace sensor" on the same day of applying the adc freestyle libre sensor. On (B)(6) 2019, the customer started to feel indisposed and had a seizure. An hcp was called and treated the customer with a glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.